Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.